Event description:
The customer states that they received a false negative result in antibody screen testing on the ortho provue with a sample that was later found to be positive. Incorrect results were reported. Corrected reports have since been issued for the affected samples. There was no harm to any patient.

Manufacturer narrative:
Based on log data and image review the instrument is operating as expected. The customer indicated in the initial calls that they did not believe this is an instrument issue but rather an antibody specificity issue. This is consistent with the fact that the 4 batches all yielded different reaction strengths. The antibody reactivity changed over time on the first sample. The sample drawn 3 days after the first sample was significantly stronger at a 2+ reaction strength. (B)(4). Customer did not request service.